Event description:
It was reported in sr (B)(4) that the patient left siderail was broken, leaving sharp edges exposed and it was also reported that the siderail would not lock.

Manufacturer narrative:
Na